Event description:
It was reported the lead was removed and replaced, due to t-wave oversensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; distal segment returned and analyzed. Other: trueisprint fidelisimplantable tachy lead, it was reported the lead was removed and replaced due to t-wave oversensing. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated, electrical tests performed; mechanical tests performed, visual examination, device performed according to specifications, no conclusion can be drawn; oversensing